Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. Pc app displayed the message: "generator is no longer paired with this device." Pc was updated and other troubleshooting was attempted. All attempts were unsuccessful. A manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.